Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during smr-upgrade preliminary test procedure, the controller failed step 1.1 for loose power connector (port 1) at the controller by slipping out of the sealing ring. This was the patient's primary controller. The device was replaced from stock. The patient tolerated the exchange without any issue.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection; although the controller ((B)(4)) passed functional testing. All connectors were clean with no signs of contamination or damage. The port connectors clicked when connected. However, the port 1 connector was found loose from the controller housing. As a result of this finding, the controller was found out of specifications. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.